Event description:
It was reported that the procedure was to treat a mid right coronary artery (rca) lesion, which was heavily tortuous, heavily calcified and was 100% stenosed. The xience v 3.0 x 15 stent was deployed in the mid rca and a dissection occurred. The dissection required an additional stent which was used to treat and cover the dissection. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Correction: the stent implant remains in the patient and the stent delivery system was discarded.